Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the device. To resolve the issue, the customer replaced the buffer syringe per cts's recommendation. Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race beckman coulter internal identifier is case-(B)(4). For erroneous results generated on (B)(6) 2022. Refer to beckman coulter internal identifier is case-(B)(4).

Event description:
Customer reported the au480 clinical chemistry analyzer generated erroneous high patient results for sodium (na) over two (2) days. The customer reported one (1) erroneous high patient result for (B)(6) 2022. The erroneous patient results were reported outside the laboratory and the patient report amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.